Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet overheated and the screen went black until the device cooled, during which the device stopped working and the patient experienced hyperglycemia up to 400 mg/dl for approximately 3 hours; a replacement device was shipped and the original was returned. Symptoms included hyperglycemia with trace ketones and no acute complications. Outcomes included temporary interruption of insulin delivery and the need for device replacement without medical intervention. Investigation included customer interview and device return logistics. Investigation of this device revealed screen unresponsive behavior associated with overheating consistent with a device malfunction affecting the user interface/display. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to verify the event during troubleshooting.